Event description:
It was reported that the implantable neurostimulator (ins) was not working and that the patient wants to have surgery to remove the system. No additional details about the system not working were provided. In addition, the health care professional (hcp) was inquiring about the MRI guidelines for the patient and was confused by them. It was unknown why the patient required an MRI. No cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).